Event description:
Tech had to replace the valve solenoid due to the valve not opening. So after the tech replaced the valve solenoid for the head of the bed, the bed was fine. No other problems were found.